Manufacturer narrative:
The device was returned to the manufacturer for analysis. As reported, when connected to known good system the system control unit (scu) continued to cycle without establishing communication with the positioning sensor unit (psu). The reported event was confirmed. The device was replaced at the site and the issue was resolved.

Event description:
A medtronic representative reported that while in a spine procedure, the camera was displaying red status for instruments and red 'x' for camera communication. The surgeon received an error message stating that 'camera not communicating and to contact technical support'. The surgeon opted to discontinue use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(6) privacy laws. RMA issued. Replacement camera shipped to site (B)(6) 2013. A medtronic representative following-up at the site, reported that the camera issue was intermittent, removed core files, replaced the camera cable and after re-testing, registered and navigated properly. The problem was in the cable, not the camera. No further issues. Suspect camera will not be returned to manufacturer for further evaluation.